Event description:
The customer reported via phone call that the insulin pump had an unresponsive esc and up buttons. The customer also reported that she noticed some issues that could potentially hurt someone with the bolus wizard feature. The call was dropped before the bolus wizard issue could be resolved. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. She stated that the keypad issues had started since she received the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector on the liquid crystal display circuit board. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.